Event description:
Pt received her first skin test on 8/28/96 into the forearm. Twelve hours after the test, the pt developed swelling the size of a half dollar at the skin test site. She was seen on 9/3/96 with a raised, hard, warm, red area of size of a half dollar at the skin test site. The physician diagnosed a positive skin test and prescribed intralesional kenalog and topical temovate cream.